Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump asks 4 times if she wants to deliver a bolus," resulting in customer sometimes missing deliveries "because she thought she sent the bolus." No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.